Event description:
It was reported femoral head did not engage bipolar. Surgeon will reduce stem/head into the bipolar as the bipolar sits in the acetabulum. Post op x-ray showed the head not engaged. Pt was taken back to surgery and prosthesis was removed. Surgeon removed head from stem and engaged prosthesis on back table. New implants were opened and implanted with no difficulty.